Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that when the asymptomatic patient presented to clinic during device check, device could not be interrogated. Patient was scheduled for device replacement. The device could be interrogated prior to the procedure and device displayed over two years to eri. Emi interference during previous unsuccessful interrogation was suspected. It was noted that the device exhibited signs of premature battery depletion. The physician elected to explant and replace the device. The procedure was completed successfully without adverse consequence to the patient.